Event description:
During case bipolar cautery system failed and malfunctioned. All was working fine for a bit until towards the end the tip was not applying any energy to the tissue. After a few seconds retrying with the foot pedal the ou.